Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a missing sensor wire on (B)(6) 2014. Patient stated that upon removal of the sensor pod, they were unable to locate the sensor wire. At the time of contact, patient did not report did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).